Manufacturer narrative:
An asp fse assessed the unit onsite. He found haze oil mist. There was a loose screw which he tightened. The unit meets manufacture's specifications. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers:2084725-2010-00294 and 2084725-2010-00295.

Event description:
The customer reported that on (B)(6) 2010, haze was coming from the sterrad 100 nx during the pumpdown 1. The department was evacuated until the haze cleared. The unit was turned off for the evening. On (B)(6) 2010, the unit was restarted. Again, haze appeared during the pumpdown cycle 1. The dept was evacuated until the mist cleared. No harm or injury was reported by the customer due to this issue. The account notified their health and safety dept. This is the report for the issue which occurred on (B)(6) 2010.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, failure mode effect analysis, and the system hazard use misuse analysis. The DHR (device history review) for sterrad 100nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 100nx found there is not a significant trend. The fmea (failure mode effect analysis) relating to haze / oil mist issues was reviewed and the risk is considered low. The shuma (system hazard use misuse analysis) was considered "as low as reasonably practicable" (alarp). There were no parts returned for investigation. The root cause was confirmed to be a loose screw, which holds down the filter element within the oil mist filter housing.